Event description:
It was reported to philips that the device's battery does not hold the charge. There was no reported patient involvement.

Manufacturer narrative:
The customer spoke to a philips remote service engineer (rse) who informed the customer that the device is end of life and past the end of support date. According to service bulletin (B)(6), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms and the device remains at the customer site.